Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection indicated moisture in the display lens. Investigation revealed that the keypad was torn at the down arrow keypad button. The battery compartment was found to be cracked. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump powers on with functional auditory and vibratory features but the display screen remained blank. Leak testing revealed a battery compartment leak. The pump covered was removed, and internal moisture was observed inside the pump. There was also evidence of contamination observed under all key contacts. Further testing could not be completed due to internal moisture damage.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the pump lost power upon exiting a pool. The patient indicated that there was evidence of moisture in the pump. However, the patient did not provide details of where the moisture was observed. During the time of concern, the patient reported having blood glucose (bg) levels of "135 and 218 mg/dl". The patient did not report any symptoms or medical intervention. After the contact with anm, the patient went to a pharmacy to obtain syringes for a backup plan for insulin delivery. She patient reportedly had insulin. The alleged issue was not resolved with troubleshooting. The patient denied that the pump's casing or keypad were damaged. The pump's battery cap had been reportedly changed recently. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.